Manufacturer narrative:
Results - two unopened blood collection assemblies were received. Visual inspection was unremarkable for any obvious damage or issues. Functional testing failed to replicate the issue of the needle protector sleeve falling off. No fault was found with the blood collection devices. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 301150414. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the blood collection assembly with male luer lock had a rubber sheath that fell off. This caused a leak. No injury or medical intervention reported.